Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had ongoing bacteremia due to a pump pocket infection. The patient was placed on IV antibiotics with long term oral antibiotics for suppression. No further information was provided.

Manufacturer narrative:
Approximate age of device - 8 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
Additional information was received indicating that the patient had a persistent pump pocket infection that was no longer responding to antibiotics. The patient also wanted the device removed because he was tired of all the pain and infection. The device was explanted, but the patient reportedly did not survive.

Manufacturer narrative:
The device was returned, evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Although depositions were observed during the evaluation of the pump, a correlation to the reported infection could not be conclusively determined. Examination of the pump blood-contacting surfaces found a soft, red and white deposition loosely seated around the outlet bearing. Similar soft depositions were found loosely seated on the distal-side of the outlet stator and in the lumen of the outflow elbow. The evaluation could not conclusively correlate the observed depositions to the reported infection; however, samples have been sent to an outside laboratory for histology and the analysis found loose fibrin adhered to more homogeneous fibrin, interpreted as serum proteins admixed with fibrin. Clusters of cells throughout the clot were identified as macrophages and occasional neutrophils were noted. The ratio of neutrophils to macrophages indicated a clot older than five days. A gram's stain indicated many gram-positive bacterial cocci throughout the clot indicating active bacterial growth. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists device thrombosis and local, pocket and driveline infection as adverse events that may be associated with the use of the device. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.